Event description:
Lobectomy/pneumonectomy procedure. Power externder (pes100) was attached and fired four ralc30v's successfully, plc55 was then loaded with slcr55g reload and was fired. The unit did not form staples completely or cut on the prox end. Plc55 was removed and the knife blade of the slcr55g reload had stopped two-thirds of the way through. Case was completed using another device. A ralc30 was used for the transection across the bronchus. "Firing complete" message was received however no staples were present and knife did not cut. The ralc30 was removed and the driver on the distal end of the pes100 which advances the staples and knife, was deeply pushed down into the pes100. It is believed that this error is what caused the malfunction above with the plc55 and slcr55g. Surgeon completed pnumonectomy with another product.